Event description:
It was reported that approximately 163 months after a right total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 1942741 02-010-01-0330 - logic femoral ps cem right sz 3. 1929405 02-012-41-3020 - logic tibia traptray cem sz 3f/2t. N/a 200-02-32 or 32 - three peg patella 32mm or 35mm. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. B3: corrected h6: corrected health effect, medical device, and investigation clinical codes.